Event description:
A customer reported that a system turned off before surgery. The system was rebooted and they were able to start and complete the surgery. There was no patient involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).